Manufacturer narrative:
A1: patient identifier: (B)(6). A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6b: explanted date: device was not explanted. E1: initial reporter name : requested, not provided. E3: occupation: lead tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tech in the case reported that she deployed the angio-seal device as usual using the protocol, however, when she pulled back on the device to cinch the collagen, the site began to bleed heavily as if there were no closure device at all. She cut the string below the skin per protocol and held pressure for 40 minutes and the patient was fine. The patient was stable. The procedure outcome was successful.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in continued bleeding. The exact root cause was unable to be determined. The likely cause was determined to have been subcutaneous deployment of the components resulting in incomplete hemostasis. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).